Manufacturer narrative:
Additional information: d4: expiration date (update the null value to n/a), d9, h3, h4, h6 (update codes), h11. H11: eight (08) actual devices and photos of the samples were received for evaluation. Visual inspection of the photos and returned samples revealed that the printed side of the blister packaging ¿¿rollstock lidding material¿¿ appears to be brittle on the printed side. The reported condition was verified. The cause of the condition could not be determined. However, it could be related to the storage of the units and/or handling (blisters). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sterile packaging of eight (8) non-dehp micro-volume extension sets were damaged. The damage was described as brittle packaging that can be easily broken apart when grabbed. This was observed prior to patient use. There was no patient involvement. No additional information is available.